Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the microelectrode would not come out, even when the screw was taken out. This had occurred during the procedure on the date of this report. A different product was used. No diagnostic testing or troubleshooting was required. It was unknown if the issue was resolved and the cause was not determined. There were no patient symptoms associated with the event. The patient was doing fine and had not been affected by this. After the healthcare professional had removed the carrier it appeared the electrode may have been stuck to the mer cannula rather than the electrode carrier.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Analysis of the nexframe mer collet found the mer collet malformed, new out of box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.